Manufacturer narrative:
B3: (B)(6) 2024 is the reported month and year of the event, but the exact day not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a faulty air detector and a torn downstream occlusion (dso) seal. The air detector and dso seal were replaced to fix the issue.

Event description:
The device was returned due to having a pin that connects to the remote being broken. The results of the investigation found a torn downstream occlusion (dso) seal. There was no patient involvement.